Event description:
It was reported that a revision surgery from the left hip was performed due to severe pain, failed left hip resurfacing, fluid collection in the hip, aseptic lymphocyte dominated vasculitis-associated lesion reaction, elevated levels of cobalt and chromium, stiffness, loss of mobility, and metallosis.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the bhr head was removed. The bhr cup remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and bhr head, was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. The bhr cup involved met manufacturing specifications at the time of production. Non-conformance was identified for the castings inspection procedure paperwork for the bhr head. However, all supporting documents confirm that this was an acceptable product when released. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Although it was reported the patient had increased metal ion levels, neither the levels, unit of measure nor the lab reports were provided for review. The reported pain, elevated metal ion levels and the noted intraoperative findings of a pseudotumor alval reaction with purulent, viscous material and severe bone loss behind the cup may be consistent with findings associated with metal debris; however, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported pain, elevated metal ion levels, pseudotumor alval tissue, and purulent viscous material cannot be confirmed, and it cannot be concluded that the reported reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that after a left bhr construct was implanted on (B)(6) 2012, plaintiff experienced severe pain, failed left hip resurfacing, fluid collection in the hip, aseptic lymphocyte dominated vasculitis-associated lesion reaction, elevated levels of cobalt and chromium, stiffness, loss of mobility, and metallosis. A revision surgery was performed on (B)(6) 2017 to treat these adverse events. During the surgery purulent looking but very creamy and viscous alval reaction was noted on the joint; this was cultured but the result was a negative culture. The bhr head was explanted but the bhr cup remined implanted, and the hip was revised to a tha. Plaintiff outcome is unknown.